Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed on the floor of intensive care unit nurse stated that the arctic sun device was alerting 113 (reduced water temp control), alert 01 (low flow) and alert 02 (patient line open). The patient temperature was 33c, target temperature was 37.4c, water flow rate was 1.3 l/m and water temperature was 8.4c. Only 2 pads connected. Nurse had disconnected 2 and then started getting alerts. Mis advised to move device to an area with better air flow. Nurse reconnected 2 additional pads and while they did not have to place them on the patient if not possible then lay to the side. The system diagnostics showed outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.5c, inlet temperature (t3) was 10.5c, chiller temperature (t4) was 4c, water flow rate was 1.3 l/m, inlet pressure was -7 psi, circulation pump command was 41 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 1582.4 and pump hours were 1285.7. Mis advised if alert 113 (reduced water temp control) returned or water temperature did not stay cold, then swap out device and take for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
T was reported that the biomed on the floor of intensive care unit nurse stated that the arctic sun device was alerting 113 (reduced water temp control), alert 01 (low flow) and alert 02 (patient line open). The patient temperature was 33c, target temperature was 37.4c, water flow rate was 1.3 l/m and water temperature was 8.4c. Only 2 pads connected. Nurse had disconnected 2 and then started getting alerts. Mis advised to move device to an area with better air flow. Nurse reconnected 2 additional pads and while they did not have to place them on the patient if not possible then lay to the side. The system diagnostics showed outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.5c, inlet temperature (t3) was 10.5c, chiller temperature (t4) was 4c, water flow rate was 1.3 l/m, inlet pressure was -7 psi, circulation pump command was 41 percentage, mixing pump command was 100 percentage, heater showed 0 percentage, water reservoir level showed 5, system hours were 1582.4 and pump hours were 1285.7. Mis advised if alert 113 (reduced water temp control) returned or water temperature did not stay cold, then swap out device and take for evaluation.